Manufacturer narrative:
No pt info available as no pt present in this concern. Per RMA, a replacement navlock tap was sent to site. No return of suspect part, so no eval will be completed.

Event description:
Medtronic rep reported the tip of the 3.75 navlock solera deformity tip is bent. This event did not occur during surgery and no pt was present.